Event description:
It was reported that device entrapment and separation noted requiring surgical intervention. A 190cm FilterWire EZ and a 10.0-31 Carotid WALLSTENT self-expanding was selected for use. The non-Boston Scientific guiding catheter was advanced however, advancement to a higher position could not be achieved resulting to an unstable guiding catheter position. Post stent deployment, a post dilation was performed and when the Filterwire was attempted to advance, severe resistance was encountered. When an attempt was made to continue advancing, the unstable guiding catheter along with the entire system migrated into the aorta, and as a result, the retrieval catheter was also pulled downward. Since the filter was not fully retrieved, it became caught on the distal edge of the carotid wallstent, the tip of the retrieval catheter became trapped in the filter, while the proximal part was being pulled by the guiding catheter, resulting in separation, leaving the monorail lumen behind. Subsequently, releasing the filter and CWS from being trapped proved difficult necessitating surgical intervention. Carotid endarterectomy with simultaneous device retrieval was performed.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.